Event description:
User received erroneous thyroid results for two patient samples. Sample type is serum drawn in bd serum separator sample tubes. Patient 1, initial tsh run from primary sample tube gave 0.06 miu/ml and was reported. This result was accompanied by an "l" data flag alerting the user the value is below normal range of the assay. On (B)(6) 2010 the user repeated the sample giving a tsh result of 2.45 miu/ml. On (B)(6) 2010: patient 2, female, (B)(6), initial tsh run from primary sample tube gave 0.06 miu/ml and t4 of 0.6 ug/dl which were reported. These initial results were acccompanied by a "l" data flag alerting the user the values were below normal range of the assay. The physician questioned the reported results. On (B)(6) /2010 the sample was repeated giving a tsh of 0.704 miu/ml and t4 of 9.21 ug/dl. No information was provided if patient was adversely affected. No adverse events have been reported. Tsh reagent lot number 15531801. T4 reagent lot number 15516501. The field service representative was unable to determine a cause. He performed operational checks which passed with acceptable results.